Manufacturer narrative:
Upon receipt, the lead was found cut some 8 cm distal to the df-1 connector pin. Only the proximal fragment of the df-1 connector was received for analysis. The distal part of the lead including the is-1 connector, the yoke, the shock-coils and the lead tip were not returned for analysis. It is reasonable to assume that the lead was cut in the course of the explantation procedure. Due to the cut the mechanical of the lead was not properly feasible. The electrical inspection of the lead was limited to the dc resistances of the returned connector fragment. No peculiarities were found. With regard to the issues mentioned in the complaint description, the analysis of the available lead fragment did not show any deviations from the technical specifications. The analysis of the returned fragment did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the lead impedance values were higher than 3000 ohm. The patient was admitted to the hospital due to arrhythmias not treated by the implanted tachy system. During the follow-up there were several warning messages displayed on the programmer. No further adverse patient side effects have been reported. The implant and explant dates are not available. The lead was not returned for analysis.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.